Event description:
It was reported that a patient alert was triggered. Follow up revealed that the right ventricular lead had high impedance and high threshold, possibly due to a micro lead dislodgement or a fracture. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.